Event description:
The patient received her scs system on (B)(6) 2007. It was reported that during a procedure to add an additional percutaneous lead on (B)(6) 2007, the lead could not be placed into the ipg header. The physician reportedly removed the existing ipg and replaced it with a new ipg and the lead was then successfully connected to the ipg. The explanted ipg was returned to ans for analysis. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.